Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported the pt required revision surgery due to a missed distal screw in a gamma3 nail. It was further reported that during the revision the screw was taken out and replaced correctly using the freehand locking technique.